Event description:
The caller requested assistance with changing the basel rates, deleting the patterns, and exchanging the carbohydrates units in grams. The caller stated that the customer has been hospitalized due to her blood glucose issues. Then the customer called and requested assistance also with programming her basel rates. The customer stated that her basal rates were accidentally changed. During the call was found that the customer was not hospitalized due to blood glucose related issues, but she went to the hospital because she was feeling dizzy. Attempted to retrieve the blood glucose value, but the customer stated that they are fine. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.